Event description:
On (B)(6) 2011, at (B)(6) hospital - cardiohelp (serial number unknown) vsat was low and unable to recalibrate while on a patient. When a calibration was completed the hct levels were high in comparison to the normal readings the user was expecting.

Manufacturer narrative:
Per nonconformity report (ncr), as a precaution the venous probe and cable were replaced. Installed probe via service diagnostics. The venous probe and cable were returned to the (B)(4) facility. The ncr only listed the cardiohelp emergency drive serial number ((B)(4)). The cardiohelp serial number is not documented. Note: the cardiohelp device was not returned to maquet germany. However, the venous probe(serial number (B)(4)) was returned to maquet germany for evaluation. The probe was sent to life cycle engineering and request analysis report with reference number lce00464 was generated for the evaluation of the probe. The probe was tested with a cardiohelp unit. The request analysis report concluded that the venous probe is functioning and no malfunction was identified. The report noted that life cycle engineering is not able to test the accuracy of the values measured by the venous probe. A qualified statement of the measurement accuracy of the venous probe is in specified range can only be done by datamed. (B)(4).